Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call she had a button error alarm on the insulin pump. Customer stated that she got back from graduation and went to give a bolus. Customer stated that the numbers kept going up. Customer took the batteries out to see if that would fix problem but the pump still gave a button error. Customer's blood glucose was 289 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No ramping numbers noted on the display. The following cosmetic damage was noted on the device: cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, and stained end cap sticker.